Manufacturer narrative:
An event regarding alleged dislocation involving a trident liner was reported. The event was confirmed. Medical records received and evaluation: there is no evidence that this total hip arthroplasty instability was the result of factors of faulty component design, manufacturing or materials. Conclusions: the provided medical records confirmed the event. The root cause of the reported event could not be determined due to the minimal information received. If additional information becomes available, such as x-rays or explanted devices for evaluation, this investigation will be reopened. Based on the clinical consultant review there is no evidence that this total hip arthroplasty instability was the result of factors of faulty component design, manufacturing or materials.

Event description:
Dislocating total hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Dislocating total hip.